Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) male patient had a schedule revision to right hip on (B)(6) 2022 due to gxl poly wear. No other patient information available.

Manufacturer narrative:
After further review of additional information received the following sections d6b, g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.